Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2002758: 100 items manufactured and released on 05-jun-2020. Expiration date: 2025-05-21. No anomalies found related to the problem. To date, 68 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. At about 1 year and 6 months post primary the surgeon performed a washout and poly swap and the surgery was completed successfully.